Event description:
The caller reported that the pump battery would not charge. There was no reported impact on the customer's blood glucose level. Technical support decided to replace the pump, and the caller agreed to use multiple daily injections as a backup therapy to ensure uninterrupted insulin delivery.